Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders being sent on a sliding scale, there was no fixed dosage and only given amounts. A technical support specialist recommended that the customer enable the "remove order with undetermined dose" setting. After implementing, the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to issue medication without overriding, when attempting to issue insulin to a patient, the medication becomes grayed out after selecting the patient's information. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.